Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 03/14/2025 and 03/15/2025. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have caused the leak. Pressure and clear passage under water testing were performed; a leak was observed at the second y-site clearlink. As per the autopsy of the clearlink, a hole at the gland was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from an unspecified location. The leak was observed in the trauma rm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.